Event description:
The customer alleged the audible alarm to be intermittent. The support engineer inspected the device and could not verify the reported event. The cse replaced the power switch as a precaution. The unit passed extended self testing.